Manufacturer narrative:
Failure analysis noted that the pump alarmed compromised force sensor system during the prime/ compromised force sensor system alarm test at 4 pounds and motor error alarms during basic the basic occlusion test due to faulty force sensor resistor (gold). The pump passed the displacement test and 10u bolus delivery. The motor passed the motor test. The pump had cracked battery tube threads and scratched display window. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump alarmed compromised force sensor system. The customer's blood glucose was 102 mg/dl at the time of incident. The customer was changing the infusion set and rewinding the pump when insulin squirted out and the pump alarmed. The customer also stated that the pump alarmed motor error a couple of times. The customer was advised to disconnect from the insulin pump and revert to back-up plan. The customer was advised that the insulin pump will need to be replaced. The insulin pump was returned for analysis.